Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s allergist advised placing a bandage over the skin irritation. Follow up indicated that the skin irritation improved.